Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported downstream occlusion errors which was reproduced during testing. A review of the event history log was unable to be performed as no data exists in the log prior to (B)(6) 2021. The reported condition was verified. It was observed that the gap between the downstream plate shim and the sensor mounting surface was out of the expected range and determined as cause for the reported issue. The downstream plate shim was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.